Event description:
Alarms sounded from the pump. A leak was noted in the tubing and the iab was removed. On 6/10/98, the following was reported to datascope: the iabp alarmed and the nurse re-filled the balloon. An attempted was made to re-start the iabp and the alarm went off again. The catheter was checked and it was noted to contain a light pink drainage in the tubing. The pump was shut off and the dr was notified. [Event complications]: none from the event-reported 2/20/98 and 6/10/98. [Pt's current status]: unk-rpt'd 1/20/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).